Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
Com(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A receiver functional test was performed and passed all relevant testing. A log review showed error 67 and a screen recoverable error alarm. Confirmation of the complaint was confirmed. The probable cause could not be determined.